Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that since the device replacement they experienced a sensation "like I have a baby inside of me and when I lay or sit a certain was I feel like there is hiccupping or a baby moving in my abdomen."

Manufacturer narrative:
Continuation of d10: c2tr01 crtp, implanted: (B)(6) 2013; 97800 urinary stim ipg, implanted: (B)(6) 2023; 978b128 urinary stim lead, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that after their device was replaced, they began to experience "strong jolts" that caused nausea and vomiting. The patient returned to the clinic and it was determined that one of the leads had been "set higher" than the other leads. The lead programming was adjusted and the patient's symptoms have gone away. The lead remains in use. No further patient complications have been reported as a result of this event.